Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-03854. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in-stent restenosis. The index procedure treated two lesions. The first being a de novo, type b2, 60% stenosed 3.7 x 45 mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation with an unspecified 3 x 15 mm balloon inflated to 16 atmosphere's (atm's) and the placement of two overlapping taxus express2 study stents (3.0 x 24 mm, 3.5 x 24 mm) deployed at 12 and 16 atm's. Ivus was performed, confirming the stents were well apposed, resulting in a 0% residual stenosis. The second lesion was a de novo, type c, 75% stenosed 3.2 x 30 mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with an unspecified 3 x 15 mm balloon inflated to 12 (atm's), and the placement of a 3.0 x 32 mm taxus express2 study stent deployed at 14 atm's. Post dilation used a 3.5 x 15 mm unspecified balloon inflated to 14 atm's. The 8000u of heparin were administered. Ivus was performed confirming the stent was well apposed, resulting in 0% residual stenosis. The pt was discharged the next day on bayaspirin and plavix. No angina was confirmed at the 1 and 3 month f/u visits. At a 9 month f/u visit, 267 days post the index procedure, an angiogram revealed in-stent restenosis of the proximal rca. The 3000u of heparin were administered. A reintervention procedure 4 days later, treated the 90% restenosed 3.5 x 51 mm target lesion located in the proximal rca with a non bsc stent resulting in 0% residual stenosis. The 7200u of heparin were administered. The pt was discharged the next day. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 1 yr f/u.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed, and no issues or discrepancies were found and met all specs. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.